Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient pressed several buttons several times and the issue was resolved. Patient stated everything is working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that they can¿t get their device to work. They further clarified that they are not able to connect with the implantable neurostimulator (ins) in order to recharge. The patient stated that they are getting the ¿reposition antenna¿ screen on their recharger. They added that they have tried repositioning the antenna and turning the antenna dial, but they are still not able to connect to the ins. The patient stated that they last time they recall successfully charging the ins was about a week and a half ago. They indicated that they are not feeling stimulation. Patient services walked the patient through attempting to communicate with their ins using their programmer, but the programmer showed a screen that indicated they needed to change the programmer batteries. After changing the programmer batteries, the programmer successfully powered on. The patient then noted having a poor communication on their programmer screen. The patient mentioned that they have had several falls. They noted that due to not being able to charge and use the ins, it is not helping very much. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.